Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient for ¿peribucal wrinkle treatment¿ with 1 ml juvéderm® volbella¿ with lidocaine. 10 months after, the patient developed palpable ¿induration¿ in the jugular mucosa of the upper lip. The patient also developed ¿erythema and edema¿ of the upper lip, perioral area and glabella. Late inflammatory nodules also reported. The patient was treated with cortipyren 8 mg day for 3 days and local ice. Meprednisone 8mg 3 days, moxifloxacine 100 mg every 12 hs 30 days and hyaluronidase provided. Symptoms resolved 4 months post onset.